Event description:
Damage was reported to the t:slim x2 pump housing surrounding the usb port, affecting its ability to charge. There was no adverse impact to the customer's blood glucose level. As corrective actions, tandem technical support arranged to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy. The damaged pump was under warranty, and the customer was guided on returning it with a pre-paid label and putting it into storage mode.